Event description:
Pt undergoing coronary bypass surgery. Dopamine infusion started via pump at 16cc/hr. Several minutes after infusion commenced acute rise in aterial blood pressure noted. Pump inspected, noted to be free flowing. Infusion stopped.